Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they dropped the insulin pump and it shut off. The insulin pump was not turning back on. Customer's blood glucose level was not reported. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.